Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson and johnson medtech for evaluation. Visual inspection and screening test of the returned device were performed following johnson and johnson medtech procedures. Visual analysis of the returned sample revealed a cut on pebax with reddish-brown material inside and internal parts exposed; the forcefeature was tested, and no error was observed. A manufacturing record evaluation was performed for the finished device 31335926l number, and no internal action was found during the review. The reddish material inside the pebax could be related to the issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The catheter instruction for use (IFU) contains the following warnings and precautions: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged contraindicated. As part of johnson and johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a cut on pebax with reddish-brown material inside and internal parts exposed. During the procedure, there were high force readings for the ablation catheter despite zeroing multiple times. The catheter cable was replaced without resolution. The catheter was replaced and the issue resolved. No patient consequences were reported.